Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump had crack on the pump screen and insulin pump did not passed high pressure test. Customer had high blood glucose level. Customer¿s blood glucose level time of incident: 15.2 mmol/l. Customer was treated with insulin pump for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected device test failed anomaly noted. Device received with cracked case from display window corner, cracked case, broken belt clip slot, cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).